Event description:
It was reported that during a remote follow up, undersensing and inappropriate pacing were noted on the right ventricular (rv) lead. During an in clinic follow up, loss of capture was noted on the rv lead. Additionally, evidence of infection were noted on the device implant site. The physician suspected a relation between the infection and right ventricular undersensing and loss of capture. Diagnostic imaging was performed and no anomalies were observed. The infection was treated with antibiotics. The right ventricular lead, the right atrial lead, and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event was estimated to have occurred in (B)(6) 2023. The sterilization records were unable to be reviewed as serial number and model number were requested but not received.

Event description:
Additional information was received indicating pocket erosion was noted. The physician did not consider the performance of the lead to have contributed to the erosion.

Manufacturer narrative:
Visual examination revealed no malfunctions or anomalies. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.